Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. It was also reported that the pocket was red and swollen and the incision was not healed. The patient has fevers and chills. Purulent drainage noted to be coming from the incision site and when the pocket was opened, purulent drainage inside of the pocket was found. The patient was given intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.